Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) number is k101880.

Event description:
It is reported that the implant was removed due to loss of vertical dimension. Tooth #19 (universal).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event. B4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. DHR review was completed for the subject lot number 1234102. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1234102 for similar events and no other complaint was identified. Review completed utilizing keywords: bone loss. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
No further event information is available at the time of this report.

Event description:
It was clarified by the customer that the doctor had noted bone loss around the implant.

Manufacturer narrative:
This report is being submitted to report additional information. Customer clarified that loss of vertical dimension is bone loss.